Manufacturer narrative:
Additional information was received on 02-nov-2021. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that it occurred during the transseptal puncture, not a biosense webster, inc. Product malfunction, procedure af and patient condition stable. Intervention provided: pericardiocentesis. Patient outcome of the adverse event: improved. A transseptal puncture was performed with a brk needle. Prior to noting the cardiac tamponade, ablation was performed. No evidence of steam pop. Physician believes the event occurred during the transseptal phase. Irrigated catheter was used and the flow setting was 15ml. The correct catheter settings were selected on the generator. No error messages were observed on the biosense webster equipment during the procedure. Force visualization features used: graph, dashboard, vector & visitag with the visitag module parameters for stability: 3 3 3 and resp filter and imp. In addition, the physician information and concomitant products were provided. Therefore, updated e. Initial reporter section and d10. Concomitant medical products and therapy dates field. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. During the procedure, a pericardial effusion was noticed as the patient began having "blood pressure issues". The pericardial effusion was confirmed by intracardiac echocardiography (ice). The caller reported that the medical intervention provided was a pericardiocentesis and 170ml of fluid were removed. The patient was reported to be in stable condition and was moved to the intensive care unit. The physician believes the issue happened during the second transseptal after the mapping of the left atrial was completed. The following bwi device was used for ablation: thermocool® smart touch® sf uni-directional navigation catheter. There was no information about the hospitalization. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. . Manufacturer's reference number: pc-000997370.